Manufacturer narrative:
There is no indication of any system or component failure. Surgical procedure was performed per patient request only. Patient had initially agreed upon placement of the implant after participating in a wear study which includes use of the external devices. The ipg was replaced during the procedure due to potential for handling damage and as a precaution only.

Event description:
Patient underwent a trial with a competitor system and was then implanted with a nalu peripheral nerve stimulator system on 12/11/2023 to treat head pain. Prior to implanting the nalu system, the patient participated in a wear study with nalu to determine the patient's preference on location of the device. Per the wear study results, the implantable pulse generator (ipg) was placed near the trapezius area. After using the system, the patient noted that the placement of the implant caused the external portion to catch hair and cause discomfort. Patient requested to move the implant. On (B)(6) 2024 the existing ipg was removed and a new one was placed closer to the cervical area. The existing leads remain in place and in use.